Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt fell from the bed onto the implanted area. After the accident, he was no longer able to hear with his device.